Event description:
It was reported that the home patient (hp) experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. Two days after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was hospitalized for five days before being discharged. At the time of this report, the patient was still being treated in a rehab facility. The patient was recovering from peritonitis. No additional information is available. This report is 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers gd894873 and gd895078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional information on the event: on an unreported date, the patient's peritoneal dialysis (pd) catheter was discontinued due to the fungal peritonitis and the patient was switched to hemodialysis therapy. The nurse declined to provide further information. Should additional relevant information become available, a follow up medwatch will be submitted.